Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed and was determined to be use-related. One 20g accucath ace was returned for evaluation. An initial visual observation revealed use residue on the sample. The guidewire was observed to be protruding from the flash notch. A microscopic observation revealed the distal end of the guidewire was curved and a complete break was observed at the distal tip. The fracture surface was observed to be mostly flat and granular. The needle bevel exhibited a distinct raised lip along the edge. These findings indicate that excessive tensile forces, such as pulling the guidewire back against the needle bevel, resulted in a deformed needle bevel and a broken guidewire. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that accucath wire broke inside patient. The patient had CT, xray and ultrasound completed to confirm wire in wrist. Wire was lodged into patients' subcutaneous tissue above radial artery) and would have needed surgical intervention however patient was too unstable and passed away before surgical intervention could be completed. Patient transfer to another hospital for vascular surgery but died (other causes) prior to surgical intervention. No other information was provided.